Manufacturer narrative:
New information added: updated h6 code. As the current complaint rate falls within acceptable limits per olympus guidelines, no formal containment, correction or corrective action will be initiated within the osta qms system. Olympus will continue to monitor complaints for this device through regular trending activities and take action if triggered by osta qms procedure.

Manufacturer narrative:
The device has not yet been returned. Should additional/relevant information be provided, a supplemental report will be submitted.

Event description:
The customer reported that his olympus pk-sp generator was producing an irrigation/electrode error code during an unspecified procedure. According to the initial reporter, when connecting an older electrode to the unit, he received an error on the top and then underneath he gets a ¿check saline/electrode¿ message. There was no patient harm reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and the complaint could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3011050570.